Event description:
It was reported that a 52-year-old female patient who underwent primary breast augmentation surgery with two 300cc mentor smooth round moderate profile saline breast implants experienced pain, shortness of breath, trouble walking down the stairs, swelling, abnormal autoimmune response, rash, stomach issues, steven johnson syndrome, abnormal bloodwork, positive for inflammatory marker, muscle weakness, vision issues, fainting, sensitivity to light and breast implant illness post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).